Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent. This sling assembly system can be used for either the sparc or monarc sling systems.

Event description:
Related to MDR 2183959-2011-00128. On (B)(6) 2010, an ams urinary sling was implanted. Reportedly, the patient sustained "injury to pelvic and reproductive organs" and "urinary system."